Event description:
Customer reported the kv accuracy is not in compliance. No patient injury was reported.

Manufacturer narrative:
(B) (4). A ge rep evaluated the systems and performed tube calibrations. System operates as intended.